Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter at the distal end. A piece approximately 0.12" x 0.066" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was observed to have a damaged tip and plastic missing from the base. The user completed the procedure using the same system. No known impact or patient consequence was reported.